Manufacturer narrative:
Multiple attempts to gather information have gone unanswered by the doctor. The DHR was reviewed and there were no apparent issues. There has been no problem trend identified with this lot. After almost 7 years in function, the medical device would be an unlikely source for the infection.

Event description:
We received a report from the dentist on (B)(6) 2025 concerning the patient. According to the doctor: "due to bone loss and drainage around implant, along with redress and swelling of tissue, implant was removed." The initial date of implant was (B)(6) 2017.